Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system network and communication issue. A technical support specialist checked the station and resolve the network issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis ciisafe, the system does not communicate. The customer reported that users were unable to remove the correct medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.